Event description:
When the user (technician) was drawing blood from an infant the capillary broke when the end cap was being put on. The users left middle finger was punctured. Gloves were worn. The report states that the user was treated and released from the ed and sent home. No specific information regarding the treatment was given.